Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak on left side of the coulter lh 750 hematology analyzer that appears to be diluent. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at time of the event. There was no contact with open wounds or mucous membranes. No death or injury occurred and no one required medical attention.

Manufacturer narrative:
A field service engineer (fse) indicated the leak was located at vl5 and sol118. The fse replaced tubes. Results meet published performance specifications.. The root cause was attributed to leaking tubes.